Manufacturer narrative:
Product analysis: a power supply thermal sensor failed testing. The power supply was replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device interrogation was interrupted and the programmer displayed an error code. The programmer was returned for service. There was no patient involvement.